Event description:
The plaintiff's attorney alleges that the decedent experienced a cardiac event and subsequently expired due to the use of the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4) was used for the cardiac event as there is no other code that best describes such event. This is one event for the same pt involving two separate products.